Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump¿s battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during investigation, the pump powered on to the verify screen properly. A review of the black box showed dates from 01/26/2014 to 02/3/2014. There was no black box data to support the event date. No warnings or alarms related to complaint appeared in black box and no evidence of excessive battery usage was observed. The battery compartment was intact. No evidence of moisture contamination was observed inside the battery compartment or on underside of battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The pump¿s current draws were within specifications. The pump was removed from the case and no evidence of moisture contamination or loose components were found inside pump. The battery life issue was duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.